Manufacturer narrative:
Hvad pump (B)(4) and outflow graft (B)(4) were not returned to heartware for evaluation. Review of the manufacturing and inspection documentation confirmed that the associated devices met all requirements for release. The reported event could not be confirmed via log analysis since log files covering the event date were not available for analysis. The site reported that the outflow graft was wrapped in gortex at the time of implant and flows improved once the gortex was removed.  Also, fibrin was found surrounding the outflow graft on the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and risk documentation, the most likely root cause of the reported low flows may be attributed to constriction of the outflow graft likely due to the gortex and fibrin surrounding the graft. Unk-outflow graft /(B)(4)/ expiration date:09-30-2018, device available for evaluation: no. Kinked; manufacturing review, actual device not evaluated. No failure detected. Device not returned. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Outflow graft was not returned.

Manufacturer narrative:
Other devices involved in this event: unk-outflow graft / catalog number 1125/ expiration date: unk. Not returned to manufacturer. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The instructions for use (IFU) and patient manual provide clear instructions to medical personnel on proper usage and placement of the hvad system in addition to appropriate hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct both the user and medical personnel on how to recognize low flow alarms, the potential causes of these alarms, and the potential courses of action. Worsening heart failure is a potential event that may be associated with use of the product. The IFU and patient manuel provides guidelines on management of worsening heart failure. Patients who receive vads may develop severe refractory heart failure. Worsening heart failure is primarily mitigated by surgical and medical management. The hvad outflow graft is designed to provide a connection between the outflow of the hvad pump and the anastomosis to the patient's ascending aorta. According to the IFU, the outflow graft package should be examined to ensure that it is unopened and without visible damage. The IFU details the correct procedure for connecting the outflow graft, strain relief and pump together. Excessive tension or force should be avoided as it will damage the polyester fibers and the gelatin impregnation. Of note, the IFU warns that during attachment of the outflow graft to the hvad, the graft clamp should be rotated so that the clamp screw is located on the inner side of the outflow graft to avoid tissue irritation or damage. Users are to gently pull on the outflow graft and strain relief to verify secure placement of the graft clamp to the outflow conduit. After assembly, users are instructed to inspect the outflow raft and strain relief for any kinks or twisting and to re-attach the graft if necessary. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient presented with heart failure symptoms of shortness of breath and fatigue, and low flow/suction alarms. It was known that the patient's outflow graft was wrapped with gortex at time of implant in 2014. The patient was taken to the operating room (or) and the gortex wrapping and fibrin material was removed from around outflow graft. Flows through the device immediately improved. The patient is currently stable.